Event description:
It was reported that the patient presented to the emergency department for a follow-up on (B)(6) 2022. Review of transmissions revealed that the pacemaker was in backup vvi mode and had radio frequency lockout. The patient's pacemaker was programmed to original settings. The patient was in stable condition.